Manufacturer narrative:
A specific root cause could not be identified. It was noted the customer was not following the tube manufacturer's recommendation for centrifugation time. This may have led to pre-analytic issue within caused or contributed to the issue.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received a questionable troponin t hs stat result for one patient sample. The initial result was 8.37 pg/ml. The pathologist queried the result as this did not agree with previous results and clinical picture. The sample was repeated and the result was 102.2 pg/ml with a data flag. The results were not reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 182603. The expiration date was requested, but was not provided. It was noted the customer was not using the recommended sample tube rack adapters. This may have allowed the sample tube to lean and cause aspiration issues which may have caused or contributed to the issue.